Event description:
It was reported when using the bd tube cpthep gc 16x125 8.0 mlbl rd/gn, the device experienced poor barrier separation of sample .this event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported that the red blood cells did not travel to the other side of the gel barrier for 3 of the cpt used. Per email: we currently use cpt sodium heparin (cat# 362753) for our research studies and have been for the last 2 years. For the first time, the red blood cells did not travel to the other side of the gel barrier for 3 of the cpt used. The gel barrier was solid but appeared to have a melted candle shape to it. The gel was also darker at the top suggesting the rbc had made it half way through the barrier. Even after a repeat spin, the rbc stayed on top of the barrier. The resultant pbmc yield was very low.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode poor barrier and low yield for was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor barrier and low yield based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube cpthep gc 16x125 8.0 mlbl rd/gn, the device experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: it was reported that the red blood cells did not travel to the other side of the gel barrier for 3 of the cpt used. Per email: we currently use cpt sodium heparin (cat# 362753) for our research studies and have been for the last 2 years. For the first time, the red blood cells did not travel to the other side of the gel barrier for 3 of the cpt used. The gel barrier was solid but appeared to have a melted candle shape to it. The gel was also darker at the top suggesting the rbc had made it half way through the barrier. Even after a repeat spin, the rbc stayed on top of the barrier. The resultant pbmc yield was very low.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.